Manufacturer narrative:
The commander delivery system was returned to edwards lifesciences for evaluation. Visual inspection revealed no visible particulate was observed within the sealed pouch. After opening the pouch, two (2) particulates were observed on the inner tray near the distal side of the delivery system. A black particulate was found on the inner tray next to the y-connector. An orange particulate was found inside the pouch near the distal side of the delivery system. Review of the provided device photographs revealed a particulate on the inner tray of the sealed pouch near the distal side of the delivery system. Material analysis using fourier transform infrared spectroscopy (ftir) was performed on the isolated material collected during product evaluation. The ftir results showed that the ftir results for the brown particulate found was comparable to cellulose fiber. A review of manufacturing process was performed to determine if the observed particulates could have originated at edwards draper facility. Review of the manufacturing line suggests that black delrin and cellulose fiber are present during production of the commander delivery system. Black delrin is a material present in the fixtures that use to perform cutting operations or hold razor blades during the manufacturing process. For cellulose fiber, it can be found on the shipping box used to house the shelf box of the commander deliver system. However, the shipper boxes are stored in the packaging room, which is a different/separate from the clean room where the device is being packaged into the pouch. Typically, polyolefin (polypropylene) is present in the heat shrink tubing used as a temporary protection layer (will be removed and not part of the finished device) during the balloon folding process, while polypropylene is found in the tubing used to secure the delivery system during the packaging process. In both cases this material is clear in color, different than the particulate seen in this evaluation, which was black in color. This indicates that the particulate may have been originated from other sources. To further investigate, manufacturing team performed line walkthrough and identified three (3) samples thought to have the highest potential to create the black polyolefin particulate. Of the samples tested none were observed to match the ftir spectrum found for the black particulate. Previous occurrence of particulate was addressed in a CAPA, subsequently updates were made to the gowning procedure to decrease the introduction of foreign material into the clean room. In addition, capture systems were installed on manufacturing lines to remove particulate that potentially originated from compressed air that used for device cleaning per a different CAPA. However, due to an increase in particulates found during production, the CAPA was previously initiated for further investigation. Device history review (DHR) was performed for the components most relevant to the reported event. The work orders did not reveal any manufacturing non-conformances that could have contributed to the reported event. Lot history review did not reveal any other related complaints. Complaint history review from december 2019 to november 2020 for the commander delivery system (all models and sizes) revealed other similar events related to the root cause / evaluation codes. A potential manufacturing non-conformance was identified in the evaluation. A CAPA was previously initiated to address the particulate issue. Per the instructions for use (IFU) and training manuals preparation of the thv before mount and crimp onto the delivery system includes table setup, sheath introducer set preparation, balloon catheter reparation, thv rinsing, delivery system preparation and qualcrimp crimping accessory rinsing. Once prep tasks listed above have been all completed, mount and crimp thv on delivery system will be executed per instructions. The 2nd and 3rd steps are ¿take thv and holder out of rinse bowl¿ and ¿remove thv from holder using sterile scissors¿. During thv rinsing, the valve needs to be removed from the jar using forceps and checked for frame, tissue damage, ID tag/jar lid sn verification, and rinsed with two separate saline solutions for total of 2 minutes minimum. No IFU/training deficiencies were identified for the procedure that could potentially lead to this complaint. During the manufacturing process, manufacturing the balloon pleat, fold, and forming process, the heat shrink component is used as an aid in the folding of the balloon material. Once the balloon is pleated and folded, the heat shrink is then peeled away. Manufacturing mitigations are in-place to detect and remove particulate in the delivery system and packaging. Due to an increase in particulates found during production, a CAPA was previously initiated for further investigation. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. In this case, the complaint was confirmed and a manufacturing non-conformance was identified. This specific complaint did not result in an outcome with a severity/criticality that was moderate or greater. Currently these complaints did not exceed the existing complaint trending control limits. A CAPA was previously initiated to address particulates found within the pouch and is currently in the implementation phase. The CAPA has moved into the implementation phase, prior to the termination of all work orders listed in this evaluation. As such, the CAPA is applicable to this complaint. In addition, awareness communication for the manufacturing site was performed previously for similar complaint, which was after the termination date for all work orders specified in this evaluation, therefore, awareness communication remains applicable. Manufacturing review indicates that some of the particulates present (delrin [black particulate]) on the complaint device can be found on the line. However, other particulates found remain undeterminable. Occurrence of these events in sealed pouches suggests that a manufacturing non-conformance may have contributed to the complaint. Due to an increase in particulates found during production, a CAPA and product risk assessment were previously initiated to address particulate found within the pouch and the associated risks. This is one of three manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2021-15107 and related manufacturer report no: 2015691-2021-15109.

Manufacturer narrative:
Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available. This is one of three manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2020-15107, and related manufacturer report no: 2015691-2020-15109.

Event description:
As reported by our affiliate in (B)(6). Prior to opening the pouch of a 26mm commander delivery system, a black fibrous material 2-3 mm in length was observed in the pouch. Two other commander delivery system kits were opened; however, an orange-brownish material 1-2 mm in length was observed in each unopened pouch. A fourth commander delivery system kit was opened. After the absence of foreign material was confirmed, the commander delivery system was used in the procedure. No consequences to the patient were reported.